Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. No blood glucose level was provided at the time of the call. Troubleshooting was not performed at time of the call because doctor refused to troubleshoot. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.